Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope displayed an image with a white dot in the center of the screen. The issue occurred during installation. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: the laser light cable (llk) plug of the video cable section contains foreign material. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The most probable cause of foreign material on the laser light cable (llk) plug of the video cable section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.